Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net transmission which showed the implantable cardioverter defibrillator exhibiting post paced t wave oversensing. There were no reports of inappropriate pacing inhibitions. Programming changes were recommended but could not be made at this time due to the corona virus restrictions. There were no adverse consequences to the patient.